Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was between 400-500 mg/dl while she was using the insulin pump. The customer experienced pain whenever she inserted her infusion sets, and she had to change the sets every two days. Sometimes her site would swell, but she never experienced bleeding at her site. The customer would treat with insulin shots and she was working with an individual to adjust her settings. However, she lost her battery cap six months ago and stopped using the insulin pump; the customer was hospitalized twice for high blood glucose while she was off of insulin pump therapy. Troubleshooting was declined for the high blood glucose. The call was dropped. No products were returned and a replacement battery cap was shipped to the customer.